Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The battery was contaminated and one of the battery tri-cells was excessively discharged (0.217v). The root cause for the excessively discharge tri-cell could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power up a monitor.